Event description:
It was reported the hs had a button that was not selectable and had to be restarted. The physician felt this caused a clinically significant delay to the implant procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The reported event of freeze to calibrate button was grayed was confirmed to be resolved on (B)(6) 2024. As reported, the hs was rebooted to resolve the issue. No further problem was reported with the hs. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.